Manufacturer narrative:
The field service engineer cleaned the ise lines and the sample probe. He performed ise checks, calibration, qc, and precision testing with acceptable results. After service, the customer confirmed they are using the ise module for routine testing. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 k and cl results for 3 patients tested on a cobas 8000 cobas ise module. The customer confirmed ise qc was acceptable. The initial k and cl results were reported outside the laboratory. The customer performed repeat testing on the same analyzer for confirmation. Patient 1's initial results were k 3.8 mmol/l and cl 133 mmol/l, and the patient's repeat results were k 4.9 mmol/l and cl 102 mmol/l. Patient 2's initial k result was 3.4 mmol/l, and the patient's repeat k results were 3.8 mmol/l and 4.0 mmol/l. Patient 3's initial cl result was 131 mmol/l, and the patient's repeat cl result was 104 mmol/l. The customer determined the repeat results were correct. The k electrode lot number was p6654 with an expiration date requested but not provided. The cl electrode lot number was y2794 with an expiration date requested but not provided.

Manufacturer narrative:
The customer's calibration and qc data were ok. Based on the available information, there was no indication for a performance issue of reagent. The customer's sample pre-analytic details and the instrument's alarm trace were requested but not provided. After service, no further customer issues were reported. The investigation did not identify a product problem. The cause of the event could not be determined.